Event description:
Provider states the seat frame is cracked almost all the way through at the second bolt holes from the rear of the seat frame, on both sides. Dealer also states this is the 4th crossfire seat frame that they have had to replace because of this defect. All were broken in the same place.